Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the treatment was continued for approximately three weeks at which point the patient was discharged from the hospital. The patient had recovered from the peritonitis. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The peritonitis manifested as cloudy effluent and abdominal pain. The patient was hospitalized for the event. The patient was treated with cefazoline (ip, 2g per day,for 19 days), gentamycin (80 mg per day, ip, for 19 days) the patient was retrained on aseptic technique and was reported to be recovering from the peritonitis. No additional information is available at this time.